Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The stretch resistance wire (sr wire) was fractured and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned ruby coil confirmed a detached embolization coil and revealed that the sr wire was fractured. If the ruby coil is forcefully retracted against resistance, damage such as a fractured sr wire may occur. The lantern identified in the complaint was not returned for evaluation, and therefore, the root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was tortuous. During the procedure, the physician successfully implanted six ruby coils in the target vessel using the lantern. While advancing the seventh ruby coil through the lantern, the physician experienced resistance and decided to retract the ruby coil. While retracting the ruby coil, it unintentionally detached inside the lantern. Therefore, the physician removed the lantern containing the detached ruby coil and then removed the ruby coil. The procedure was completed using three additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.